Event description:
The customer reported that their x2 monitor was not emitting any sound and was displaying a speaker malfunction error message. The device was in use when the issue was discovered but no patient harm occurred. Complaint evaluation: philips remote support spoke with the customer to troubleshoot the issue. The remote support concluded that a new speaker assembly should be installed along with a mainboard replacement. A field service engineer (fse) later went on site to install the speaker and mainboard which resolved the issue. Customer resolution and conclusion: the reported problem was confirmed; the customers x2 monitor was not emitting any sound due to faulty hardware. The fse installed a new speaker assembly and mainboard which resolved the audio issues.